Event description:
It was reported that the patient experienced undesired sensations and non-target stimulation area during an inflatable penile prosthesis (ipp) explant procedure. The first 18cm cx device attempted, had a pump lockout issue and would not cycle. The procedure was successfully completed with a second device. The patient is fully recovered.